Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the system´s laser did not work during surgery. The event occurred during laser initiation, after option change in the system but before the vitrectomy probe use. Another laser was used to complete the surgery. There was no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was confirmed. A company representative calibrated the laser module and performed temperature optimization to address the reported event. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event can be attributed to calibration issues of the laser module. However, how or when the laser module became out of calibration cannot be determined conclusively.